Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a history/settings (history/settings issue) issue. It was reported that the insulin on board (iob) feature was not visible. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/05/2017 with the following findings: review of the pump¿s bolus history and the pump settings revealed the insulin-on-board was set to two hours. On investigation, after performing a bolus delivery, the insulin-on-board value was present in the ez-carb and ez-bg calculations. The insulin-on-board functioned properly on investigation. Investigation did not confirm nor duplicate the complaint and the pump was determined to be operating as intended without malfunction.